Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Analysis of the device memory indicated premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device went to elective replacement indicator (eri) rapidly and premature battery depletion is suspected. It was also reported that telemetry was lost during clinic testing due to the end of service condition and the device was unable to be interrogated at the time of replacement. The device was explanted and replaced. No patient complications have been reported asa result of this event.